Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the valve on the device snapped when the user attempted to insert the balloon through. There was no reported impact to the patient, and no delay in operation time. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The case was previously a reportable event and has been reported; however, after a second review, the case has been determined to be a non-reportable event.